Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the seat frame is broke where the seat post slides onto the frame.